Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 35 mg/dl. Customer was feel okay to troubleshoot. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer also reported that they were treated with insulin drip for low blood glucose level. Based on customer¿s report customer was alleging over delivery. The customer also stated that they received insulin but does not remember administering it. The customer was advised to check for protruded, loose, sticking out or flush drive support cap and found to be normal. The customer recalls insulin dripping or squirting from end of set before connecting at their site found to be normal. The insulin pump will be returned for the analysis and reservoir will not be returned for analysis.